Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving hydromorphone (1 mg at .09), bupivacaine (1 mg at .09), and clonidine (10 mg at .9 mcg) via an implanted pump. The indication for pump use was non-malignant pain and lumbar radiculopathy. On (B)(6)-2016 it was reported that the patient was referred recently to the physician who then performed a dye study (date unknown by reporter) and identified that there was an issue with the catheter as the drug wasn't going intrathecal. The patient had return of pain. A revision was done on (B)(6)-2016 and showed that the collet of the catheter broke. The physician was able to insert a new collet from a catheter revision kit which resolved the issue. No diagnostics were performed by the patient's prior physician. It was unknown what led to the event. The cause of the event was unknown. The patient status was reported as alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.